Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes. The results of this retrospective assessment prompted pentax medical to file this report. No known impact or consequence to patient. Device issue. Actual device evaluated. Degradation problem. User error caused or contributed to event. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating that pentax eb-1570k/serial (B)(4) has tested positive for fungi (acremonium species) on (B)(6) 2012. A review of procedures dating back to (B)(6) 2012 indicates the scope was used on a total of ten (10) patients, and confirmed on (B)(6) 2012 four (4) patients tested positive for the fungi and six patients are at potential risk. As a containment, a complete in-service training was provided on august 31st 2012 by pentax sales representative with the hospital staff to review installation of the device, intended use, operation of the device, cleaning, reprocessing, drying, storage, and care of the endoscopes. The device involved in the event was forwarded to pentax for evaluation with a customer observation stating failed leak test. The incoming inspection confirmed the failed leak test and found other failures which includes but not limited to leak at dowel, hole in remote control button, buckles on umbilical cable, resistance in operation channel, poor light and cracked button. Repairs were performed on the endoscope and it was successfully shipped back to the customer. A device history review was performed on eb-1570k sn:(B)(4) confirming the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Based on email communication with (B)(6) risk management, "the root cause is unknown and may never be identified". The hospital has implemented changes as a result of their internal investigation. The facility confirmed no further growth was detected after all retraining and in-service was completed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed. This report is for patient #10 risk for fungi (acremonium species) and related to the following MDR's: 9610877-2016-00048-patient #1-tested positive for fungi (acremonium species), 9610877-2016-00049-patient #2-tested positive for fungi (acremonium species), 9610877-2016-00050-patient #3-tested positive for fungi (acremonium species), 9610877-2016-00051-patient #4-tested positive for fungi (acremonium species), 9610877-2016-00089-patient #5-risk for fungi (acremonium species), 9610877-2016-00090-patient #6-risk for fungi (acremonium species), 9610877-2016-00091-patient #7-risk for fungi (acremonium species), 9610877-2016-00092-patient #8-risk for fungi (acremonium species), 9610877-2016-00093-patient #9-risk for fungi (acremonium species), 9610877-2016-00094-patient #10-risk for fungi (acremonium species).